Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman flx closure device and delivery system (wds) were inserted. Several attempts were made at positioning and deploying the wds. Throughout the procedure the was was exchanged for new a was three times and the wds was exchanged for a new wds five times, ranging from 27mm and 24mm sized devices. The final exchange was for a 24mm wds. After successful release of the 24mm wds, a pe was discovered surrounding the right ventricle in the pericardium. A pericardiocentesis was performed and the patient was admitted to the hospital. The cause of the pe remains unknown.